Manufacturer narrative:
Section a: patient information was not available. Section e1: customer site was (B)(6) hospital. Section g3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after connecting the internal battery to the power module and then connecting the power cable, the power switched to the internal battery after a short while and an abnormal sound could be heard from the unit. As the hospital owns only a few units, it was necessary to know urgently whether inspection and repair could fix the issue.

Manufacturer narrative:
Section d4; expiration date not applicable for this device. Manufacturer's investigation conclusion: the reported event of an unknown alarm on the power module, serial number: (B)(6), was confirmed via the submitted video. The reported event of an abnormal noise coming from the power module was confirmed via the submitted video. The power module was not returned for evaluation and repair. Upon reviewing the submitted video, the power module audibly alarms, and the ac power indicator is set to yellow. All other indicators are off. A few seconds after pressing the silence alarm button, the ac power indicator changes to green, and the battery charging indicator turns to yellow. Shortly after, the power module begins alarming again. While the power module is alarming, an audible clicking noise can be heard. The provided information stated that these alarms occurred after connecting the internal battery and then connecting the ac power cable. Additional information stated that there was no patient involved in the event. The root cause of the reported events could not be conclusively determined during this analysis. The relevant sections of the device history records for the heartmate power module, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.